Manufacturer narrative:
The devices has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of three reports (3007042319-2013-00286, 00287 and 00288) submitted for devices related to the same event.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed the returned battery contained a faulty cell pair, which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This is one of three reports (3007042319-2013-00286, 00287 and 00288) submitted for devices related to the same event.

Event description:
This event involved a patient 1 year and 4 months after heartware lvad implantation who experienced critical battery alarm. It was reported that when the patient looked at the gauge both batteries were showing "orange light." The batteries and controller were removed from the patient and replaced. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.